Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter had an "error 5" issue, which was unresolved with troubleshooting with customer service. There were no allegations of harm of injury.